Manufacturer narrative:
Device evaluation summary - biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) female patient contacted zoll customer to report that the patient had a sore on her chest where the skin was peeling away and looked infected. The patient stated that she would continue to wear the lifevest and contact her dermatologist. There was no additional follow-up on the condition of the irritated area.